Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "changes in the shape of the breasts and side effects" and rupture. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "medical report showed "at the base of the left implant, inside the fibrous capsule, there is a minor liquid collection with the appearance of a seroma" and "signs of intracapsular rupture", diagnosed by MRI".the patient also reported "breasts are harder to the touch and painful in certain places" and noticed the following irregularities: "change in breast shape", "rippling of the implants", "edges becoming detectable by touch and asymmetry".

Event description:
Patient reported "changes in the shape of the breasts and side effects". The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Observed red biological tissue on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted and replaced with a non-allergan device.